Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The leads fail functional testing. Lead "a" has wires broken in the paddle. Lead "b" is damaged with wires broken at approximately 7 cm from terminal end. Both leads fail continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system consisting of an ipg and 2 paddle leads placed in the cervical region on (B)(6) 2007. It was reported that one by one the electrodes began measuring high impedances and the patient was losing stimulation. The leads were replaced on (B)(6) 2008 and returned to ans for analysis.